Event description:
It was reported that the patient has expired. The implant duration was less than a month. The cause of death is unknown. It is also unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: in 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. However, it was learned that the event was not device related. The device has been disassociated from the event by the health care provider; therefore, it has been determined that this is no longer a reportable event.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and there was no nonconformance found related to this event. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.